Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side ¿the degree of infoldings¿ and ¿effusion surrounding the implant has progressed".

Event description:
Healthcare professional reported, right side rupture. Healthcare professional, additionally reported, right side ¿the degree of infoldings¿ and ¿effusion surrounding the implant has progressed". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe since it is not related to the device. Rupture: not observed. Pain: unable to observe since it is not related to the device. Crease/folding of implant: crease flat observed on the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.